Event description:
During a shoulder arthroscopy, it was noted that the driver was stripped and would not insert the implant. No injury was reported.

Manufacturer narrative:
The product has not been returned for evaluation.